Manufacturer narrative:
G5:510(k)#: k102985; b4:25jul2021. H6 codes were added to this report. Evaluation and repair information was previously submitted.

Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips authorized service personnel (asp) and it was determined that the battery needed to be replaced to return the device to working condition. The customer purchased a battery from a third party vendor and replaced the battery to resolve the reported issue. The device passed performance verification testing. Based on the information provided, the alleged malfunction was confirmed. Following the repair, the device was placed back into service.

Event description:
It was reported to philips that the device had a battery failure error. The device was not in clinical use at the time of the event. There was no report of patient or user harm.